Event description:
A (B)(6) male patient with traumatic injuries from a work place fall was admitted to (B)(6) from (B)(6) 2011. The patient had multiple fractures including the 1st through 10th rib on the right side. The patient also developed a pneumothorax of his right lung which was relieved with short term chest tube insertion on (B)(6) 2011. On (B)(6) 2011, the patient was readmitted to (B)(6) with increased shortness of breath, recurrence of the right lung pneumothorax with evidence of an infection. A chest tube was inserted by interventional radiology. The patient's status did not improve and a right thoracotomy was performed on (B)(6) 2011. A foreign body of a portion of a latex surgical glove was found in the lung cavity close to the original chest tube insertion site. This was removed without incident.